Event description:
It was reported that the ventilator shut off when using suction support. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was claimed that device shut off during using suction support function. Identification of issue has been done by analyzing problem description. The device¿s logs and service report have not been available for further evaluation. According to the information provided by the technician, the customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on above, the root cause to the reported issue has not been determined. The correction of fields serial# and usage of device was required. This is based on the internal evaluation. Previous serial#: (B)(6). Corrected serial#: correct serial number of affected device has been not obtained. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text: 4117.

Event description:
Manufacturer's ref.#: (B)(4).